Event description:
Customer reportedly received results of 140 mg/dl and 80 mg/dl within 10 minutes on the aviva system. No symptoms reported with these results. No actions taken based on device results. No adverse event reported. No quality controls were used. The customer did not provide the location where the discrepant results were obtained. Requested return of suspect device and replacement was sent.